Event description:
It was reported that the ilet displayed recurrent alert 38 for a motor stall over about a week, culminating in prolonged hyperglycemia while the user operated in bg run mode after a failed cgm connection and multiple device restarts; the device was replaced and the user used subcutaneous insulin pens to correct glucose. Symptoms included no reported clinical manifestations despite glucose levels over 400 mg/dl for approximately eight hours. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of user reports and device replacement with instructions to shut down the device and return it, as well as education on prompt reporting of alerts and reconnection of cgm. Investigation of this case revealed a consecutive stalled motor condition consistent with a pump motor malfunction in the insulin delivery system component. It was concluded that the cause was device-related due to a motor stall.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.